Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 3.00x12mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed, there was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft extrusion break 1160 mm distal from the distal end of the strain relief. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 10mmx3mm target lesion was located in the seriously tortuous and calcified left anterior descending artery. A 3.00x12mm promus element stent was advanced to treat the lesion. However, the stent was dislodged. Pre-dilatation was then performed with a balloon and the stent was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 10mmx3mm target lesion was located in the seriously tortuous and calcified left anterior descending artery. A 3.00x12mm promus element stent was advanced to treat the lesion. However, the stent was dislodged. Pre-dilatation was then performed with a balloon and the stent was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.